Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device in use with samsung, operating system version 15, app version 2.12.1.11476 and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "paralysis," a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp/medics) who provided glucose gel as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The customer reported replace sensor error message. The reported issue was investigated and despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the following rationale: the error message and event code observed were associated with a sensor related malfunction. Such errors were recorded in the receiver¿s event log when the sensor experiences a fault. The application was functioning correctly, as it was accurately displaying the error message generated by the sensor. This indicates that the app was operating as intended and was not the source of the issue. There is no malfunction with the customer's reported application. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "paralysis," a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp/medics) who provided glucose gel as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2025". All pertinent information available to abbott diabetes care has been submitted.